Manufacturer narrative:
Device return has been requested. If device is returned for investigation, a follow-up report will be filed with investigation results.

Event description:
User facility reported on behalf of home care user that the device was in use with patient using velcro tube ties. According to reporter, the device flange broke and an emergency tracheostomy tube change was required. No permanent adverse effects to patient reported.

Manufacturer narrative:
One used tracheostomy tube was returned for evaluation. During visual inspection a split of the eyelet was observed. No other issues or abnormalities were observed with the returned device. The tracheostomy tube user indicated that a holder with velcro tabs was used to secure this device during patient use. The use of velcro tabs violates the directions provided in the product's instructions for use. The instructions for use warns users to protect against product damage by avoiding contact with sharp edges, including tracheostomy tube holders containing velcro or metal clips. No evidence was found to suggest the reported event was caused by an intrinsic device problem.